Event description:
It was reported that noise and oversensing were observed on the right ventricular (rv) lead. The rv lead was awaiting revision. There were no reported patient symptoms or other electrical anomalies.

Event description:
New information received notes the patient was brought in for further testing, the noise on the right ventricular (rv) lead was reproducible with isometric testing with deep breaths and when lifting their arm. The rv lead was programmed off. Other tests such as venograms were performed as part of prescheduling for a procedure. The rv lead was pending revision. The patient was asymptomatic and had incurred no consequences.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2025 and replaced. The patient was discharged in stable condition with no complaints.